Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: (B)(6) hospital in the united states informed cook of an incident involving a nester platinum embolization microcoil from an unknown lot number. On (B)(6) 2021, during a procedure, the coil became stuck in the catheter. When the catheter with the coil was being removed from the patient the coil fell out of the catheter into the superior mesenteric artery (sma). Vascular retrieval forceps were used to successfully remove the coil. After the coil was retrieved, the patient had to have a stent put in the sma due to a dissection of that artery. The dissection was reported to have been a result of the trauma from the retrieval of the coil. Then due to this trauma, the blood supply (sma) dissection caused a lack of blood to the gut tissue. Therefore, they had to remove the bowel tissue that did not get blood supply and reattach the bowel to the good parts. The customer stated two lots numbers were on the shelf: 13487009 and 505392. They used a 0.035¿ catheter during the procedure. A small portion of the coil was outside the catheter when it would not advance further. There was no wire in the catheter when it was pulled slowly out of the gastroduodenal (gda) and hepatic arteries. No unintended section of the device remained inside the patient. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. A device master record (dmr) review was performed, and device specifications, manufacturing instructions and quality control procedures associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device's design history files (dhf) were reviewed, and the risks associated with these devices are acceptable when weighed against the benefits. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: warnings: "if difficulties occur when deploying the embolization coil, withdraw the wire guide, coil and angiographic catheter simultaneously as a unit.¿ precautions: "prior to introduction of the embolization coil, flush the angiographic catheter with saline." Product recommendations: "the following table offers specific recommendations." Coil size diameter; wire guide type & size; and catheter type & size. .035 inch. Tsfnb-35, hnb[4.0]4.1-35, tsfna-35, hnb[r]5.0-35, tsfb-35, scbr4.0-35, and tsfbp-35, and scbr5.0-35. Tsf-35. Instructions for use: "firmly grasp the loading cartridge between thumb and forefinger. Introduce the metal end of the loading cartridge into the base of the catheter hub. Lock loading cartridge onto catheter hub by turning luer lock adapter clockwise. Maintaining position of the cartridge, advance the stiff portion of the wire guide into the loading cannula. Push the coil into the first 20 to 30 cm of the angiographic catheter. Remove the wire guide and loading cartridge. With the flexible tip of the wire guide, advance the embolization coil to the tip of the catheter. Verify position of the angiographic catheter prior to deployment. Deploy the coil by advancing the wire guide past the tip of the catheter." How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." In response to this incident, cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. A global sales shipment report was conducted over the last five years for rpn: mwce-35-20-5-nester-01. Cook was unable to narrow down the lot this complaint pertains to. There was no data to be retrieved. The customer provided two lots numbers on the current shelf 13487009 and 505392. No work order exists for 505392. A complaint search was conducted on lot 13487009 and no complaints were found. A non-conformance search on lot 13487009 found no non-conformances. There is no evidence suggesting nonconforming product exists in house or in the field. The coil was partially exciting the distal tip of the catheter when the coil became stuck. They were not removing the wire at the same time as the catheter because this could cause the coil to deploy. The wire was already removed from the catheter. It is possible that by not removing the wire guide, coil, and catheter all together increased the chance of the coil accidentally being deployed or falling out of the tip of the catheter into the patient. Based on the information provided, the complaint device not being returned, and the results of the investigation, the cause was traced to a component failure unrelated to a manufacturing or design deficiency. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation: lab manager. Initial reporter also sent report to FDA: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required a nester platinum embolization coil for embolization of the gastroduodenal artery. A cook bentson wire was used to try to deploy the coil, however the coil became stuck in a competitor catheter. The physician then tried to remove the catheter with the coil inside, and the coil was unintentionally deployed and became lodged in the superior mesenteric artery (sma). The coil was successfully removed using vascular retrieval forceps. An angiography was then performed. The sma "only filled via back door branches from the hepatic and inferior mesenteric, raising concern for acute mesenteric ischemia." The procedure was aborted. No other adverse effects were reported. Additional information including event details and patient outcome have been requested but are currently unknown.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 26apr2021. A small portion of the coil was outside the distal tip of an 0.035" kmp catheter when it would not advance further. There was no wire in the catheter when it was pulled slowly out of the gastroduodenal (gda) and hepatic arteries. The coil was eventually retrieved from the superior mesenteric artery (sma) using a coil forceps. Subsequently, the patient was transferred to a tertiary care facility where he under went an sma stent for a dissection of the sma, secondary to trauma of retrieval and multiple bowel resections for ischemic gut.